Manufacturer narrative:
Complaint confirmed. Complaint device was opened and visual evaluation showed that one of the components in the display pcb is burn/damaged, which most likely caused the smoke. Device functioning test was not performed as the complaint allegation has a potential fire hazard. The cause of this event is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the pump is giving off a burning smell; it has not been used in a case.